Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed a pericardial effusion and hemothorax two days following the pacemaker implant procedure, requiring intervention to drain the effusion. Both the right atrial (ra) and right ventricular (rv) leads were repositioned. It was noted that during repositioning attempts, the helix of the ra lead was difficult to extend and retract with the recommended helix rotations. As a result, the lead was explanted and replaced with another manufacturer's lead. The explanted lead will not be returned. Additional information was received that the patient died one day after the revision procedure. No cause of death was provided.